Event description:
It was reported that when a device was used for a sigmoid resection, the device fired malformed staples. Another device was used to complete the case. There was no consequences to the patient.